Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An eccentric, de novo target lesion was located in the non calcified proximal right coronary artery (rca). A 3.00mm x 20mm nc emerge® balloon catheter was advanced for dilatation. The physician followed the standard procedure in inflating the balloon. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.